Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and failure analysis could not reproduce the customer reported complaint. For clarification, the instrument's conductor wires at the distal end are manufactured to appear loose. This is their expected condition. Visual inspection was performed and found no physical damage. The part was returned with a reported complaint that does not affect functionality. Additional findings not related to customer reported complaint: visual inspection found the jaw cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument jaws not to open and close properly. The root cause was attributed to a component failure. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not close. The dislodged grip ring likely caused the grips to not close. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The root cause was attributed to manufacturing. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the vessel sealer extend instrument had wires exposed. The procedure was completed with no reported injury.